Event description:
The device was used during a laparoscopic nissen procedure. Reportedly, the safety shield did not retract, the surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed and attributed to a distorted latch. A corrective action has been implemented to prevent this condition in the future.